Manufacturer narrative:
The customer stated the bsm had an intermittent power cycle issue. He states maybe twice a month the device will power off on its own. It will power back on by itself. It has also become frozen before. The customer power cycled the unit and it came back up. The power cycling issue has occurred approximately 12 times in the past year. The biomedical engineer states this device is at (B)(6) hospital in (B)(6). Due to the age of this complaint additional information necessary to conduct an investigation is not readily available.

Event description:
The customer stated the bsm had an intermittent power cycle issue.